Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during an abdominal hysterectomy, the device was successfully used to seal tissue and then the jaws could not be re-opened after cutting tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no tissue damage, pt injury or bleeding as a result of this action.